Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt is not receiving adequate stimulation. Lead diagnostics showed invalid impedance values for the scs lead. A sjm representative was unable to achieve adequate coverage with reprogramming. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.